Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Suspected cause was due to the customer¿s basal rate settings requiring adjustments. Customer consumed carbohydrates and drank orange juice to address bg. Customer updated their pump settings to address the event.